Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the mechanical circulatory support product surveillance registry study. Product event summary: the ventricular assist device (vad) was not returned for evaluation the reported low flow event could not be confirmed since log files were not available for analysis. Information received from the site indicated that the patient had acute renal failure. The patient had several syncopal events with increased retention values and hypotension, and it was also reported that the patient was not drinking enough. The patient was hospitalized and started on IV treatment. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, renal dysfunction and syncope are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient had acute renal failure. It was stated that the patient had several syncopal events with increased retention values and hypotension. It was also stated that the patient was not drinking enough and there was a low flow alarm. The patient was hospitalized and started on IV treatment. The vad remains in use. No further patient complications have been reported as a result of this event.